Manufacturer narrative:
The handpiece has been received at the MFR for investigation. According to the investigation details, the original complaint of the device not running as intended was confirmed. The motor controller as well as the sag head were replaced. The device will be returned to the customer.

Event description:
It was reported that prior to knee procedure, the saw would not run. A replacement saw was used for the procedure but there was a delay of approx 30 minutes. The case was completed successfully, and there were no reports of any adverse consequences or additional treatment required as a result of the delay in the procedure.